Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: lens was returned stuck in cartridge. Visual inspection found no visible damage to device. Injector was not returned. Conclusion: the root cause was a pinched iol. This must be rooted by the loading process of the iol into the cartridge. Before closing, the user has to ensure the positioning of the optic and haptics underneath the folding-support of the loading chamber. The position has be controlled during the closing procedure by the help of a sterile forceps. (B)(4).

Event description:
The reporter stated that the surgeon attempted to insert a cc4204a, +25.5 diopter, implantable collamer lens and the lens got stuck in the cartridge. There was no patient contact. The reporter stated the nanopoint injector system was used. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.